Event description:
A gradual decline in the patient's hearing performance was noticed on (B)(6) 2014. A history of head trauma was denied. Problems of external devices were excluded.

Manufacturer narrative:
(B)(4). The device has been explanted and returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.